Event description:
It is reported that the pt was revised for loosening.

Manufacturer narrative:
Eval summary: the explanted parts were not returned for eval. X-rays and a photograph of the explanted tibia and articular surface were provided. Immediate post-op x-rays show well-fixed implants and no radiolucencies were observed. The tibial component displays slight overhang on the lateral edge. There also appears to be some exposed bone on the medial side as well as the posterior aspect of the tibia. This may indicate difficulty sizing the tibia appropriately, however, this cannot be stated conclusively. The x-rays from (B)(6) 2011 show some radiolucencies on the underside of the tibial component. No obvious defects can be seen on the photograph of the explanted parts. The revision with a stem extension may suggest poor bone quality; however, this cannot be stated conclusively. Tibial plate loosening can be influenced by multiple factors including, but not limited to, pt anatomy, pt weight, pt activity, bone quality, implant size, surgical technique, and rehabilitation program. Without further info, however, the cause of loosening cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened.